Manufacturer narrative:
Siemens is conducting an investigation of this event. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident on the mammomat revelation system that occurred during a biopsy stereo exam. It was reported that the unit froze and the biopsy needle had to be removed manually. January 28th, 2020 siemens was provided more details about the incident. Siemens was informed that the swivel arm would not rotate to the degree needed to remove the needle directly. The operator had first to release the paddle and then pull the needle out. Siemens is not aware of any injuries attributed to this event. The reported incident occurred in (B)(4).

Manufacturer narrative:
The issue was investigated in detail. According to the information received, an error occurred shortly after the exposure was started. The investigation of the log files showed that there was a time gap of 13 seconds between the two commands. The communication between the mammomat unit (cba board) and the detector was lost. This indicates that the exposure button was released, interrupting radiation release. In such cases an appropriate information message about the released exposure button should have been displayed for the operator. However, due to a software error the displayed message only contained an error ID that has not provided any clear information to the user about the error situation. Normally, the mammomat unit should do a short reset to recover the communication. Following the reset, the workflow can be continued and no system reboot (like the one initiated by the operator in the reported case) is necessary. The solution for this error is being considered for the future software version vc10e that is planned to be released in q2/2020. All mammomat revelation units will be updated to the sw vc10e.